Event description:
Patient reported their bite is misaligned and it feels like they have a posterior bite. Patient provided a bite video that seems to show a left sided open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.